Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and event information. UDI: the unique device identifier (UDI#) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient was not receiving effective stimulation due to lead fracture. In turn, surgical intervention was undertaken in (B)(6) 2021 wherein the lead was explanted and replaced. This addressed the issue.